Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim and discolored display screen. This report is made based on results of the investigation performed on 08/08/2015.